Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented for follow up in clinic on apr 6, 2021. Upon interrogation, it was noted that right ventricular lead exhibited high capture threshold and high pacing impedance. It was noted that the values increased from (B)(6) 2020 to (B)(6) 2021 and stabilized at the current values. No intervention was performed and the patient is awaiting for a lead replacement procedure. The patient condition was stable.